Event description:
It was reported that during the procedure, the battery pack heated up. After the procedure was completed, the battery pack was opened and the batteries were melted. There was no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the MFR for investigation. When the investigation is completed, a follow up report will be filed.